Event description:
A user facility reported camera without image while using camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image was confirmed. Due to poor contact of camera unit, the endoscopic image cannot be displayed. The following additional findings were also noted: deterioration on cable unit and loosened protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred because the video function did not work properly due to failure of the charged coupler device (ccd). The cause of the faulty ccd could not be identified. The reported phenomena might be prevented by following the descriptions in the instruction manual which states: ¿ do not strike the camera head. The camera head may be damaged.¿ ¿ do not hit or bend the electrical contacts on the video connector.¿ olympus will continue to monitor field performance for this device.